Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. It should be noted that the starclose instructions for use (IFU), states: do not deploy the clip in areas of calcified plaque. It is unknown if the IFU deviation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The prostyle device referenced is filed under separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the heavily calcified left common femoral artery was attempted using a prostyle device with a 6f sheath after a peripheral interventional procedure. Reportedly, a cuff miss occurred. A starclose se clip was then deployed but bleeding continued. The patient was transferred to a different hospital. An arteriovenous fistula was diagnosed. Treatment and hemostasis were achieved with a cut-down and surgical suturing. There was no adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.